Manufacturer narrative:
Unit received with rf pic failed selftest alarm during self test due to a faulty y1 on the rf board.

Event description:
The customer reported via phone call that the insulin pump alarmed with an error indicating a communication problem. The customer did not provide their blood glucose value at the time of the incident. The customer did not provide information on events leading up to the incident. Troubleshooting was performed and resolved the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.